Event description:
Part of plunger kept breaking off on power injector syringe. Power injector removed from use, syringe turned into nursing supervisor, and another power injector was obtained to use for the remainder of case. FDA safety report ID# (B)(4).